Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage. However, upon turning on the device an led segment did not light up. Further interior investigation of the device found the cause of the led segment not lighting up was due to contamination on the system board. The device was able to obtain spo2, pi, and pulse rate readings, but the measured values displayed on the screen were incorrect due to the missing led segment. The device was found to audibly alarm during alarm conditions. A service history record review reveals that this unit was in the field for over four (4) year with no previous reported issues prior to this reported event.

Event description:
The customer reported the lower display is missing a segment in one of the 7-segment displays. No patient impact or consequences were reported.